Manufacturer narrative:
D10 concomitant product: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#n2e0771y); unk-sigadapt, unknown signia egia adapter (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Analysis of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, after firing the last reload, the screen showed handle error after putting the reload in straight position. The handle error was a graphic with a handle and a red circle with a line going through it. There were no necessary to do, it happened after firing the last reload. There was no patient injury. Medtronic's initial evaluation of the returned product found that the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.